Event description:
Customer reported that he had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 410 mg/dl. Customer stated that his insulin pump was not working correctly and his infusion set cannula was bent. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.